Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.08.92 categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the device was evaluated on-site at the customer facility. The battery depleted alarm was caused by depleted batteries. The main batteries were replaced to correct this condition. A follow-up report will be submitted if additional information becomes available.(B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).